Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to report additional and corrected information. Concomitant products: m2a magnum pf cup 520d item # us157852 lot# 618790, mlry-hd lat por fmrl - item # 11-104210 lot # 080690, m2a- magnum 42-50 mm tpr - item # 139252 lot # 762680.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to elevated metal ions. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted. Medwatch.